Manufacturer narrative:
This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the PMA/510(k) clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, nodules, induration, erythema, and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of inflammation, nodules, induration, erythema, and allergic reaction as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported 6 weeks after injection to the bitterness fold and nasolabial folds with juvéderm® voluma¿ with lidocaine patient developed inflammation with palpable nodules at the injection site. Patient was prescribed diclofenac and locoid and additionally treated with light-emitting diode (led). Symptoms partially resolved with ¿reduction of post inflammatory induration,¿ however there is erythema in the level of the bitterness fold. There was complete regression of the inflammation of the face in 3 months, when the product was resorbed. Seven months post injection patient was patch tested with unspecified juvéderm® voluma¿ to the forearm. The physician notes that ¿allergic reaction¿ to juvéderm® voluma¿ was ¿proved by a test on forearm.¿ a contralateral test to the forearm with another hyaluronic acid also showed ¿positive.¿